Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom technical support on (B)(6) 2015 to report that during insertion, the sensor wire did not insert on (B)(6) 2015. Patient's nurse did not report any injury or medical intervention.